Event description:
Related manufacturer reference number: 2017865-2025-27829. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, both right atrial lead and right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and will continue to be monitored.